Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock implanted with an impella 5.5 device for mechanical circulatory support (mcs) experienced a clot on the catheter inlet and an access site hematoma requiring one unit of red blood cells. The patient would subsequently expire after choosing palliative care. The patient underwent an emergent left heart catheterization for st-segment elevation myocardial infarction; thrombectomy to the left anterior descending artery was completed, and an iatrogenic lad perforation occurred. While on the unit, the patient decompensated and the decision was made to place an impella 5.5, which was successfully completed via the right axillary artery. The patient was transferred back to the unit in stable condition. Approximately eight days after starting impella mcs, an echocardiogram was completed and a clot on the impella inlet was observed. The patient was on systemic heparin; plans were to monitor motor trends. The following day, performance level was reduced due to a suspected clot on the left ventricle. Two days thereafter, a hematoma at the access site was noted requiring one unit of packed red blood cells. The patient had increasing pressor and dobutamine requirements with continuous renal replacement therapy fluid removal overnight. Central venous pressure was on the higher end despite aggressive fluid removal. The plan was discussed with staff to continue with current therapies; however, potentially switch to comfort care. The following day the patient went into atrial fibrillation and an amiodarone drip was started. The patient stated being tired and no longer wanted to be on support. Therapies would continue until the next day. The patient with family decided on palliative care. Performance level was decreased to p-2 (from p-4) to prepare for impella explant by the surgical team, which was successfully completed. The patient was hemodynamically stable until the demise.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).